Manufacturer narrative:
Batch review performed on 13 march 2024: lot 1905349: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-nov-02. No anomalies found related to the problem. To date, 28 items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed on 04 april 2024 by medacta hip r&d project manager: from the received pieces, no particular evident signs of defects were noticed. Some bone tissue was still present on the coating surface and some small signs were present on the rim, probably occurred during the contact with the bone. From the received information it was not possible to determine with certainty the root cause of the event, but a probable cause can be related to the contact between the rim of the impaction plate with the acetabular bone rim, that could have caused a lever effect that disengaged the shell from the acetabular seat.

Event description:
Mpact dm cup dislocated from the acetabular wall when the surgeon tried to disengage the cup impactor. The surgeon thinks that the dislocation is related to the cup impactor because the plate interfered with the acetabular bone so the unscrewing was difficult. The osteophytes were carefully removed during acetabular preparation. The surgeon dropped double mobility because of the risk of dislocation and implanted an mpact cup 2-holes with 2 screws. The dislocation and the need to ream the acetabulum again caused 2.5 hours of delay.